Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test and self test. No unexpected pump error 25 noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.